Event description:
Boston scientific received information that we received an alert as this patients home monitoring equipment noted the device programming was changed and tachy therapy was turned off. The boston scientific sales representative (sr) stated that the patient fell post implant, which in turn dislodged the right ventricular (rv) lead. While waiting to reposition this lead, they turned therapy off so that the patient would not receive any inappropriate therapy. The lead was repositioned and remains in service, and tachy therapy was turned back on. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.